Event description:
It was reported the device was defective. No specific issue was provided. No patient involvement reported at this time.

Manufacturer narrative:
The device was evaluated by the philips asp. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The asp confirmed that the device was scrapped at the customer¿s request. The investigation concludes that no further action is required at this time.